Manufacturer narrative:
(B)(4). D10: cat# 110010267 lot# 65564359 g7 osseoti multihole 58mm g. Cat# 20123607 lot# 67133411 36mm i.d. Size g high wall liner. Cat# 51-104150 lot# j7888034 tprlc 133 t1 pps ho 15x150mm. Cat# 650-0663 lot# 3134699 delta ceramic fem hd 36/+6mm. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient is being considered for a second revision on an unknown date due to insufficient fixation of the cup. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.